Event description:
It was reported that a user experienced recurrent hypoglycemia attributed to maladapted meal announcements while using the ilet bionic pancreas with a steel 6 mm infusion set and an fsl3+ cgm, and the user was guided through a factory reset and complete system setup including cgm application, cartridge and infusion set replacement, device pairing, and weight entry. Symptoms included low blood glucose with nadirs in the low 50s. Outcomes included urgent low glucose alerts and the need for oral glucose treatment. Investigation included troubleshooting and user education on post¿factory reset best practices. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event involved hypoglycemia of unclear cause and the user was advised on follow-up with the clinical support line. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.